Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). The patient attempted to switch sides but did not feel stimulation. They mentioned the left side isn't working and will talk to their healthcare provider (hcp) to see if there was a wire placed on their left side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that, per the hcp notes, the right side didn't work. The cause of the lead not working and lack of stimulation was not determined. It was clarified that there was a lead placed on the patient's left side. It was noted that, on (B)(6) 2017, the patient was on day 6 and slept 6 hours and had a significant decrease in urgency and urge urinary incontinence. It was noted they had elevated blood pressure, leg pain, and swelling. They also had diarrhea. There was an absence of menstruation, change in bladder habits, change in urinary stream, difficulty emptying their bladder, incontinence, urgency, and urine leakage. They also had back, joint, and muscle pain, a swelling of the extremities, and numbness. A bladder scan was performed on (B)(6) 2017 and found the patient had 4 milliliters (ml) of residual urine. The permanent implant was placed.